Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Revision op notes demonstrated the patient was revised due to corrosion of the head-neck taper and associated soft tissue reaction. During the revision, significant necrosis, tissue damage, and pseudocapsule were noted. Shell well-fixed and left in place, no sign of metal debris about the cup. The head and liner were replaced without complication. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Additional information does not affect the root cause. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer liner cat#00631005832 lot#61907567, zimmer cup cat#00620005822 lot#61934278, zimmer head cat#00801803202 lot#61957470. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00600.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure approximately 4 years post implantation due to corrosion of the head-neck taper and associated soft tissue reaction. During the revision, significant necrosis, tissue damage, and pseudocapsule were noted. The head and liner were replaced without complication. No further event information available at the time of this report.